Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to he wanted a new pump location. The pump was removed and replaced. No information about the patient's outcome was provided. Additional information received. The patient wanted the pump to be repositioned due to it was not accessible. The pump did not migrated form original position. The patient is recovering.